Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). G4 - premarket / 510(k) #: k141150, k162350.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 6.0mm x 100mm x 150cm sterling balloon catheter was advance for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 5 seconds. The device was removed without any problem, and the procedure was completed with a different device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.